Event description:
Approx. Eight months post index procedure, the pt presented for a repeat angiography due to recurrent angina with associated shortness of breath over the previous 2 weeks. Diagnostic catheterization demonstrated 95% stenosis at the ostium of the saphenous vein graft (svg) to the posterior descending artery (pda). Further inspection showed that the previously deployed stent had fractured and restenosis had developed at the area of the stent fracture. The stent fracture protruded about 3mm into the aorta. A repeat percutaneous coronary intervention (pci) was pursed. Despite multiple attempts with different guiding catheters, the stent ostium could not be selectively engaged. To facilitate engagement and eventual pci, stent extraction was completed. Through a 7f hockey stick guide catheter, a 10mm amplatz goose neck endovascular snare was deployed. The snare was positioned to entrap the stent at the aorto-ostia junction. Traction applied to the stent pulled the stent and the snare catheter into the guide catheter, and all devices were simultaneously removed from the pt. The distal segment of the stent remained within the svg to the pda graft. Intravascular ultrasound (ivus) analysis revealed initial hyperplasia at the site of the stent fracture with severe luminal obstruction. The remaining segment of the stent was well expanded and free of neointimal growth. The proximal segment and ostium of the svg, where the stent was retrieved, had a large lumen without evidence of medial or adventitial disruption. To complete the pci, a 3.0 x 13mm sirolimus-eluting stent was positioned at the ostium of the svg to the pda through the remaining distal segment of the initial stent. The proximal end of the stent was deployed at the ostium of the graft without any protrusion into the aorta and with excellent apposition and expansion confirmed by ivus.

Manufacturer narrative:
In 2005, due to unstable angina, the pt underwent percutaneous coronary intervention to the ostial segment of the svg to the pda, receiving a 3.5 x 13mm sirolimus-eluting stent. The event involved an male with history of coronary artery bypass grafting. The indication for admission to hospital was stable angina. A coronary arteriogram revealed a lesion at the ostial segment of a saphenous vein bypass graft to the posterior descending artery (pda). This was treated by implantation of a 3.5 x 13mm cypher stent. No other lesion, vessel or procedural information is available. According to the IFU, cypher is indicated for use in native coronary arteries. Additionally, this product is not indicated for use in ostial lesions. Approx. Eight months following the index procedure, the pt underwent repeat angiography due to recurrent angina with associated shortness of breath over the previous 2 weeks. This revealed a 95% stenosis at the ostium of the saphenous vein graft (svg) to the posterior descending artery (pda). It was also found the cypher stent had fractured and restenosis developed at the area of the fracture. The stent protruded approx. 3mm into the aorta. A repeat percutaneous coronary intervention (pci) was attempted; however, despite multiple attempts with different guiding catheters, the stent ostium could not be engaged. Stent extraction was; therefore, performed by using a 7f hockey stick guide catheter and a 10mm amplatz goose neck endovascular snare. The snare was positioned to entrap the stent at the aorto-ostial junction. Traction applied to the stent pulled the stent and the snare catheter into the guide catheter and all devices were simultaneously removed from the pt. The distal segment of the stent remained within the svg to the pda graft. Intravascular ultrasound (ivus) revealed initial hyperplasia at the site of the stent fracture with severe luminal obstruction. The remaining segment of the stent was well expanded and free of neointimal growth. The proximal segment and ostium of the svg, where the stent was retrieved, had a large lumen without evidence of medial or adventitial disruption. A 3.0 x 13mm cypher stent was positioned at the ostium of the svg to the pda through the remaining distal segment of the initial stent. The proximal end of the stent was deployed at the ostium of the graft without any protrusion into the aorta and with excellent apposition and expansion as confirmed by ivus. The extracted portion of the cypher is not available for evaluation. The lot number of the involved cypher is not known; therefore, a device history records review was not conducted. Based upon the information provided, it is not possible to conclusively determine the cause of the event however; there are vessel and lesion factors that may have contributed to it. There is no clear indication this event was design or manufacturing related.